Event description:
It was reported that the patient experienced fluid loss in the pressure regulating balloon. The balloon was replaced. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the fluid leak was observed to be from the balloon. The patient had a non-functional device and was checked during surgery and a new balloon was implanted. Additional information received that the patient outcome is okay.